Event description:
The customer reported false positive results with the ID now covid-19 2.0 assay for multiple tests on the same patient performed on 19apr2023. This MFR. Report addresses test one (1) of three (3). The customer reported a false positive result with the ID now covid-19 2.0 assay on a direct tested nasal sample collected using a kitted swab. Confirmation pcr testing (unknown platform) was performed on an unknown sample type and generated negative results. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
D4: this report is being filed on an international product, list number 193-000 that has a similar product distributed in the us, list number 192-000. The investigation remains in progress. A supplemental report will be provided after completion.h6 - type of investigation, investigation findings, investigation conclusions h3 other text : single use; device discarded.

Event description:
The customer reported false positive results with the ID now covid-19 2.0 assay for multiple tests on the same patient performed on (B)(6) 2023. This MFR. Report addresses test one (1) of three (3). The customer reported a false positive result with the ID now covid-19 2.0 assay on a direct tested nasal sample collected using a kitted swab. Confirmation pcr testing (unknown platform) was performed on an unknown sample type and generated negative results. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
D4: this report is being filed on an international product, list number 193-000 that has a similar product distributed in the us, list number 192-000. Investigation conclusion: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m222905 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 193-000 / lot m222905, test base part number 192-430 / lot m222905. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m222905 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, a possible assignable root cause is patient sample interference. H3 other text : single use; device discarded.

Manufacturer narrative:
D4: this report is being filed on an international product, list number 193-000 that has a similar product distributed in the us, list number 192-000. The investigation remains in progress. A supplemental report will be provided after completion. Single use; device discarded.

Event description:
The customer reported false positive results with the ID now covid-19 2.0 assay for multiple tests on the same patient performed on (B)(6) 2023. This MFR. Report addresses test one (1) of three (3). The customer reported a false positive result with the ID now covid-19 2.0 assay on a direct tested nasal sample collected using a kitted swab. Confirmation pcr testing (unknown platform) was performed on an unknown sample type and generated negative results. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.